Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during dwell 3 of 4. The home patient (hp) was still connected. The supply bags were empty and there was solution in the heater bag only. Gts explained the alarm and helped the hp to clear the alarm. There was no patient injury or medical intervention indicated at the time of the initial report.